Event description:
It was reported to philips that it does not boot and the screens in the room remain black. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint and found that, according to the additional information gathered, the system was not in clinical use at the time of the reported problem. The philips remote service engineer (rse) inspected the system remotely, identified a defective geometry pc (geo-pc) power supply via the review of the logs, and requested an onsite visit to follow up on this failure. A philips field service engineer (fse) examined the system onsite, replaced the geo-pc, and loaded the software. The defective geo-pc was sent for failure analysis, which confirmed a shorted power supply that prevented the system from turning on. After replacing the geo-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.